Event description:
It was reported that the pump programming was automatically swapped between two different pump channels (channels b&d). Channel b was intended to infuse vasopressin (20 units/ 50 ml) at a rate of 4.5ml/hour with an intended volume to be infused of 50ml. Channel d was intended to infuse propofol (1000 mg/100 ml) at a rate of 30 mcg/kg/minute with a total volume to be infused of 100ml. The clinician indicated that the programming of channel b and channel d swapped automatically. The customer indicated "error was caught immediately before infusions ran".

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported automatic swapping between two channels is being attributed due to user error, the alaris system does not automatically swap channels without user intervention. The facility reported that the programming of channel b (vasopressin, 20 units/50 ml at a rate of 4.5 ml/hour) and channel d (propofol, 1000 mg/100 ml at a rate of 30 mcg/kg/minute) swapped automatically. However, the log review confirmed that the user programmed a propofol infusion (1000 mg in 100 ml) at a rate of 13.32 ml/h and allowed it to infuse for two (2) minutes on channel b. Then, the user programmed a vasopressin infusion (20 units in 50 ml) at a rate of 4.5 ml/h on channel d and immediately stopped the infusion. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. The facility provided an event date and time of 24 june 2025, at 8:45 am. The analysis of the event logs of the suspect pcu was performed, no activity was recorded during the time reported by the facility. The last power on was at 5:28 am, the ¿new patient?¿ display was selected as ¿no¿, the suspect pump module s/n (B)(6) was added to the channel ¿b¿ and the suspect pump module s/n (B)(6) was added to the channel ¿d¿. The dataset was identified as ¿hhc 5-20-2025¿ and the profile in use was identified to be ¿critical care¿. From 6:14 am to 6:15 am, pump module (s/n (B)(6)) on channel b was selected and a guardrails drugs primary infusion was programmed with the following parameters: drugid = 751 vasopressin (100 units in 250 ml), rate = 30ml/h, vtbi = 230 ml for an expected duration of 7.6 hours. The infusion was started but the pump module alarmed ¿occlusion patient side¿, the user then restarted the infusion. Primary volume infused (pvi) = 1.788 ml. At that time, pump module (s/n (B)(6)) on channel d remained idle. At 6:58 am, the user paused the infusion and channeled off pump module (s/n (B)(6), channel b). The pvi was recorded as 23.571 ml. At that time, pump module (s/n (B)(6)) on channel d remained idle. From 8:56 am to 8:57 am, pump module (s/n (B)(6)) on channel b was selected and a guardrails drugs primary infusion was programmed with the following parameters: drugid = 621 propofol (1000 mg in 100 ml), rate = 13.32 ml/h, volume to be infused (vtbi) = 70 ml for an expected duration of 5 hours. The infusion was started. At that time, the pump module (s/n (B)(6)) on channel d remained idle. From 8:57 am to 8:58 am, channel d was selected, and an infusion was restored with the following parameters: drugid = 594 platelets (1000 mg in 100 ml), rate = 200 ml/h, vtbi = 50 ml for an expected duration of 15 minutes. The infusion was started. Pvi = 0 ml. The user paused channel d immediately after. From 8:58 am to 8:59 am, the user paused channel b infusion and then turned the channel off. Pvi = 23.839 ml. Then the user selected channel d, and a new infusion was programmed with: drugid = 756 vasopressin (20 units in 50 ml), rate = 4.5 ml/h, vtbi = 40 ml for an expected duration of 8.8 hours. The infusion was started. Pvi = 0.007 ml. Channel b remained idle, while channel d was paused and turned off. Pvi = 0.019 ml. From 8:59 am to 9:00 am, channel b was selected, and a new infusion was programmed with: drugid = 756 vasopressin (20 units in 50 ml), rate = 4.5 ml/h, vtbi = 80 ml for an expected duration of 17.8 hours. The infusion started and then paused. Pvi = 23.839 ml. At the same time, channel d was selected, and a new infusion was programmed with: drugid = 621 propofol (1000 mg in 100 ml), rate = 13.32 ml/h, vtbi = 80 ml for an expected duration of 6 hours. The infusion started and then paused. Pvi = 0.019 ml. The alaris system user manual v12.1 states on chapter 2¿bd alaris¿ pcu model 8015 and alaris¿ pcu model 8015 in warnings and cautions the next statement: the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. The best practices for cleaning bd alaris¿ system devices tip sheet states some recommendations to avoid corrosion or damage on the unit: do not use a cloth that drips. Be sure to wring out the cloth to squeeze out excess liquid. Do not use any hard, abrasive, or pointed objects to clean any part of the instrument. To avoid accidental fluid deposits on the connectors, do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% ipa to contact the iui connectors. Do not use a device with any damage. Send it to biomedical engineering for repair. Do not use a device with any damage, cracks, surface contaminants, or discoloration (as pictured above) on the iui connectors. Send it to biomedical engineering for repair. Do not use chemicals that can damage the surface of the instrument. When possible, use cleaning products that are recommended for use by carefusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported automatic swapping between two channels is being attributed due to user error. The facility reported that the programming of channel b (vasopressin, 20 units/50 ml at a rate of 4.5 ml/hour) and channel d (propofol, 1000 mg/100 ml at a rate of 30 mcg/kg/minute) swapped automatically. Note that this report lists imdrf annex a040502, a0401, a1801, c0601, c07, c23, d11, d15, d0302, g02017, g04037, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump programming was automatically swapped between two different pump channels (channels b&d). Channel b was intended to infuse vasopressin (20 units/ 50 ml) at a rate of 4.5ml/hour with an intended volume to be infused of 50ml. Channel d was intended to infuse propofol (1000 mg/100 ml) at a rate of 30 mcg/kg/minute with a total volume to be infused of 100ml. The clinician indicated that the programming of channel b and channel d swapped automatically. The customer indicated "error was caught immediately before infusions ran".